Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and reloaded software. System operates as intended.

Event description:
Customer reported the system will not save images. No pt injury was reported.